Event description:
The MFR rep reported the pt was implanted for restless leg syndrome. The pt experience a return of symptoms in 2007 due to the pt missing a refill appointmentprevious month. The return of symptoms included pain and severe leg movements. The catheter became dislodged due to the severe movements; the dislodgement was confirmed by x-ray. The distal end of the device was replaced. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is received.